Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient was medically cleared to resume device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin breakdown and an infection at the magnet site. The recipient was advised to cease device use and prescribed medication (type unknown). The magnet strength was decreased, and the recipient is healing well. The recipient was advised to discontinue device use for an additional two weeks.